Manufacturer narrative:
Eval summary: the analysis results found that the device was received with the introducer tip detached from the handle and sheared off. The applier was received with the collagen plug, which denotes that the marker clip was not deployed. A corrective action has been initiated for the tip shearing issues. Each device is visually inspected and functionally tested during the manufacturing process. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, comlplaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a breast biopsy, the marker did not deploy into the biopsy site. The physician was able to complete using another marker. There were no patient consequences reported.